Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the air/water nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported issue of "clogged suction channel" was not confirmed , however, clogged nozzle was observed. Upon inspection, service repair found the nozzle was clogged by an unidentified foreign material. Furthermore, the following defects were identified during device inspection: deterioration of adhesive (a-rubber glue peeled off ), deterioration of switch 1 (sw1) due to chemical stress. Low angulation (bending angulation not to specifications). Preventive maintenance required of the biopsy channel. Device evaluation findings noted a foreign material that could not be removed was clogging the nozzle. This was found during the device inspection but without detrimental deformation of the hose of the nozzle. The replacement of the nozzle, the a-rubber, the switch 1, the biopsy channel and the adjustment of the angulations are required as a middle repair to return the instrument to the original equipment manufacturer (OEM) specifications. Service repair in addition noted, as regards to the aforementioned foreign materials, that would very likely have accumulated and clogged the nozzle during the procedure. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "clogged suction channel". The issue found during an unknown event. No harm was reported. No patient harm, no user injury reported. Device evaluation found an unidentified foreign material clogging in the device nozzle that could not be removed. This report is being submitted due to the finding of foreign material in the nozzle that could not be removed (reprocessing issue ) identified during device return evaluation.